Event description:
It was reported that the atrial lead exhibited high capture thresholds, muscle twitching, and the atrial lead had probably perforated the atrial wall causing tamponade. During surgery the atrial lead exhibited failure to retract helix and lead had to be cut. The lead was noted to be fractured. The patient had chronic pericardial effusion, which did not change during or after the procedure. The amount of fluid in the effusion was minimal and probably related to her previous surgeries in 2014. The atrial lead was explanted and replaced. No patient consequences.